Event description:
Patient unwrapped an interlink solution set with duo-vent spike. She noticed there is not a male luer lock adapter on the end of the tubing. She saved the tubing and the rn brought it back to the pharmacy. Patient did have a second tubing that was okay to use.